Event description:
Customer complaint (recalled product): hi there, I have one of your heating pads and I am having a couple of issues that are both dangerous. It has started overheating even when set to low to the point where I can't use it, but it does not do it all the time. I just discovered that part of the wires on the cord or broken where it attaches to the piece with the buttons. There are exposed wires and I almost got shocked because I could hear a zapping noise and thankfully I did not actually touch where they were exposed wires. Is there anything you can do to help?